Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 110 (over voltage cleared no energy).

Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) was completed. The pulse test failure was unable to be duplicated during troubleshooting. As such, the root cause for the failure was unable to be positively identified. The monitor was removed from service. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 110 (over voltage cleared no energy).